Manufacturer narrative:
Findings: unit received with blank display due to moisture damaged electronic assembly. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to blank display. Unit had minor scratched lcd window, cracked case at display window corners and cracked reservoir tube lip.

Event description:
The customer reported via phone call indicating that the insulin pump had moisture damage. Customer's blood glucose at time of incident was unknown. The customer reported that the device was exposed to water with chlorine treatment. Customer got into the pool with her pump on. Customer reported there is fluid under the lcd display. The customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that we are sending replacement pump and request the return of the current pump.